Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed switch 1 did not work due to damage. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that water tightness was lost due to a scratch on switch 1. It was observed that the plastic distal end cover had a dent due to physical or chemical stress. It was also observed that the adhesive around the objective lens and around the light guide lens had a white-clouded area due to deterioration caused by a handling issue. It was observed that the universal cord was sticky due to deterioration caused by the cleaning method. It was also observed that the scope cover had a crack due to handling. It was observed that the control unit was dirty due to water leakage caused by water invasion in the device. It was also observed that the adhesive of the bending section cover had a chip and a white-clouded area due to chemical or physical stress. It was observed that there was a double image due to damage on the charge-coupled device unit. It was also observed that the dots were smudged and connected on the water detection sticker 1c due to water invasion in the device. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: switches 1,2,3 and 4, connecting tube and on the image guide protector. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer submerges the endoscope in cleaning fluid. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope switch 2 does not work. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.